Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a knee procedure, the t2 implants of the fast fix flex did not deployed correctly and pulled out of the meniscus and capsule, even with extended deployment length. All implants were removed using forceps, including t1. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.